Event description:
The facility reported a pump with failure code 810:11. This failure code occurred during customer use. There was no patient injury or medical intervention necessary according to the hospital representative.